Event description:
During insertion of a 19g catheter the pt began feeling warm and fanning herself. A cream anesthetic had been applied to the insertion site and some pain was experienced. As the catheter was threaded approx 3 inches into the introducer, the pt fainted, her eyes rolled back and she was unable to speak. The cath was removed. The heart rate was monitored and no arrhythmias were seen. Pt began speaking, "where am I?" Soon pt was alert and oriented, but experienced nausea and vomiting 1 1/2 hrs later. Pt refused medical intervention and was sent home with a friend.